Manufacturer narrative:
The motor is not a single use device. Approximate age of device - 1 year, 6 months. (Calculated based on the device manufacture date: 1 year, 6 months). The device was returned for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal circulatory support at an unspecified date. It was reported the blood pump was rattling, but still spinning. The console indicated for low flows and a system alert (s3) alarm. The system was switched to a new circuit (console, motor, and flow probe). Pump was working, but there were no flow readings and o-rattling sound. The initial system was rebooted and the patient was switched back to initial system. Pump continued to rattle. The pump was then switched to the backup system again and worked properly. There was no adverse impact to the patient during this event. No further information was received.

Manufacturer narrative:
Section b5: the primary system console was reported on MFR. Report #2916596-2019-00675. The primary system flow probe was reported on MFR. Report #2916596-2019-00677. The backup system console was reported on MFR. Report #2916596-2019-00682. The backup system motor was reported on MFR. Report #2916596-2019-00683. The backup system flow probe was reported on MFR. Report #2916596-2019-00684. Section f9: approximate age of device - 1 year, 6 months. Investigation conclusion: the reported event of low flow and a s3, system error alarms was not confirmed. The centrimag motor (serial #: (B)(4)) was returned to the service depot for analysis. The returned centrimag motor was evaluated and tested under work order #(B)(4). The service depot was unable to confirm or duplicate the reported s3, system error alarm. The motor was tested for an extended period with the associated 2nd gen console (serial #: (B)(4)), flow probe (serial #: (B)(4)), and monitor (serial #: (B)(4)). The motor was run at all set rpm speeds with no flow issues as specified on the test. The s3 error message was not reproduced during tested and the motor performed as intended. The motor cable was inspected per field action ¿fa-q318-mcs-1¿, and no issues were found with the motor cable. A full functional checkout was performed. The unit passed all tests. The root cause for the low flow and a s3, system error alarms was not conclusively determined through this analysis. Centrimag motor instructions for use states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs to always have a back-up centrimag motor and back-up equipment available. It also instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. No further information was provided. The manufacturer is closing the file on this event.